Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an error 1 message. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information: the patient test between 12-14 times a day and manages her diabetes with novolog insulin via insulin pump. The patient confirmed and clarified that the alleged issue began on (B)(6) 2012 at approximately 7:30pm while she was at the airport. The patient confirmed she had developed a symptom of shaking just prior to the start of the reported meter issue; the patient does not recall what her blood glucose was prior to the onset of her symptom. Immediately after the reported meter issue occurred, the patient clarified she consumed glucose tablets as self-treatment, the patient does not recall how soon after the symptom improved. The patient indicated she did not have a secondary meter to test with at the time the alleged product issue occurred. At the time of troubleshooting, the technical service representative noted that the patient was not using the subject meter for the first time. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication, however, that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There is also no evidence of a delay in treatment, the patient had administered self-treatment immediately after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.